Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator inoperative message displayed on the screen for 10 - 30 seconds after pressing the standby to stop use of the device. The sales representative visited the customer and replaced the subject device. There is no patient involvement, and no harm or injury reported. Device evaluation was completed at the manufacturer's service center and the customer's complaint was confirmed. The device error log confirmed that the related error e-155 occurred while the unit was in standby mode. This error indicates that the drift amount of the flow sensor exceeded the specification. Therefore, a corrective action was performed using the service tool, and the issue was resolved. Based on the above, it has been determined that the unit detected an error during a self-check in standby mode, and the flow sensor suspected to be defective was replaced. The device passed final testing and was determined to operate properly.